Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with broken battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no power. The customer¿s blood glucose level was 187 mg/dl. The customer tried different battery and they got no response. The troubleshooting was performed for the blank display. The customer stated that battery compartment was damaged. The device will be returned for the analysis.